Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to burning sensation of nose, cough, headache/dizziness and trouble breathing. The patient alleges to have spoken with their hcp but was unable to find a cause for the sickness, medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the patient has burning sensation of nose, cough, headache/dizziness and trouble breathing and alleges to have spoken with their hcp but was unable to find a cause for the sickness. The reported event of burning sensation of nose, cough, headache/dizziness and trouble breathing and its reported severity was reviewed by the manufacture¿s clinical expert. This event is assessed as product problem. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to product problem. Section h1 has changed to reflect a product problem. Section h6 health effect- impact code has been updated.